Event description:
Patient was connected to the dash 4000 monitor. EKG wave forms not showing up on the monitor. Patient was reconnected to another monitor. Patient was in asystole which did not show up on the dash monitor, and the monitor alarm failed. Patient outcome unaffected by equipment failure.